Manufacturer narrative:
(B)(4): physio-control replaced the system pcb assembly and observed proper device operation thru functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined the cause of the reported failure to be a failed ic chip, designator u61.

Event description:
Physio-control device eval for other repairs found that it failed to boot up and displayed a white screen, a lock up failure. There was no pt use associated with the event.